Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes that there was underfill or low draw of a tube with blood in. This occurred in 30 tubes. The following information was provided by the initial reporter: defects: no negative pressure

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 07-nov-2023. Investigation summary: bd received eleven (11) samples and five (5) photos for investigation. The photos were reviewed and appeared to have no fill. The customer samples were visually examined and were contaminated with blood but had no fill inside. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes that there was underfill or low draw of a tube with blood in. This occurred in 30 tubes. The following information was provided by the initial reporter: defects: no negative pressure.